Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn quality control result was obtained on a vitros 5600 integrated system. The most likely assignable cause for the event is instrument related. A vitros dgxn within-run precision test was unacceptable, however, acceptable vitros dgxn performance was obtained after an ortho field engineer replaced the immuno wash fluid (iwf) pump and tubing, and performed all necessary adjustments.

Event description:
A customer observed lower than expected vitros dgxn results from a quality control fluid on a vitros 5600 integrated system. Vitros tdm performance verifier(lot l5351) results of 2.35, 2.58, 2.54, and 2.49 nmol/l vs. The range of means midpoint value of 3.27 nmol/l. No patient samples were in question for vitros dgxn over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).